Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/01/2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, there was moisture observed behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 09/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/20/2016 with the following findings: during investigation, moisture was observed through the display lens. The pump was powered on and the display was clear and legible. There was no evidence of a dim, discolored display observed. The complaint of the dim, faded, discolored display was not duplicated during investigation. A leak test was performed and a leak was found at a crack at the top right corner of the pump case between display lens and pump seal. The pump was opened and moisture was observed on the display, force sensor plate and transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.